Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen responded when pressed but would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device passed testing. The pvt touchscreen/calibration test was performed three times and east test was completed as expected. Although the device passed testing, a review of the device history at the svc ctr contained many records of "button ID:invalid" and 4 records of "touchscreen:fail." A visual inspection found contaminated the bottom of the touchscreen connectors. Although the touchscreen was responsive, contamination on touch screen caused by fluid ingress could have altered the characteristics of the touch screen. This may have resulted in the touch screen not being able to calibrate or respond when keys were pressed. As indicated, this device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.